Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the implanted lens was scratched. The lens was removed during the initial procedure and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip has an aneurysm on the right side. The lens was returned adhered to a small plastic case. Viscoelastic is observed on the lens. The optic is cracked in the trailing haptic gusset and on the trailing optic edge. This damage may have been interpreted as a scratches. The optic is also cut from the edge across the center typical of a removal. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported scratches could not be determined. The returned lens was cracked on the edge. One haptic-gusset area was also cracked. This damage may have been interpreted as scratches. The device tip also had an aneurysm. The observed damage would indicate the lens/plunger were not in acceptable positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).